Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found video connector cable failures and a circuit board failure. The image had noise due to a poor connection and no image due to a faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor had poor contact. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, image noise was found due to a defective video connector and no image due to a faulty circuit board. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "noise image" was caused by a defective video connector and the event "no image" was caused by defective circuit board. Olympus will continue to monitor field performance for this device.